Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the loading of an intraocular lens into a cartridge, model 1mtec30, the physician noticed that the cartridge tip was broken. The iol was not implanted. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Device evaluation: the complaint device was not returned to the manufacturer for evaluation; however photos of the device were provided. The photos of the return were reviewed; some damaged, a dent was observed on the cartridge tube. No other defect was observed. Therefore, the customer's reported claim of tip deformed was not verified. Manufacturing record review: manufacturing record review and related documentation revealed that the product was manufactured and released according to specification. During the manufacturing process inspections are performed to ensure there are no cracks in the neck, tube and tip areas. Additional inspections verify no bubbles in the tube, in the hinge area or loading zone, and to check tip for any melting, roughness, dent, bent tip or smash condition. A historical complaint data review did not identify a product deficiency. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridge. The dfu contains a specific section that suggest that prior to use, visually inspect the cartridge to insure that there are no material deposits or damage. All pertinent information available to abbott medical optics has been submitted.